Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and the tip is damaged, also confirming pin was lodged in guide but able to remove. The device was submitted for further analysis. Analysis determined fracture surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined for the instrument fracture. For the seizing in the cut guide, per surgical technique comprehensive total shoulder system an access threaded steinmann pin should be used, the root cause of the event is off-label usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that locking pin became cold welded into the humeral cut guide when trying to fixate the cut guide to the humerus. Attempts to obtain additional information have been made; however, no more is available.